Event description:
The reporter contacted animas on (B)(6) 2015 alleging display (dim/fading/color spectrum) issue. There was no alleged adverse event associated with this complaint. The reporter declined to perform troubleshooting of the issue. This complaint is being reported because the alleged issue was not resolved at the time of this report.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2015, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the display was found to be dim and discolored. Investigation confirmed the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.